Event description:
It was reported that there was a lead or extension break or fracture. It was noted that there was increased impedance and no stimulation felt. It was further noted that the patient would see the healthcare professional (hcp) in a couple of weeks. Diagnostics included impedance testing, x-rays and reprogramming. It was noted that the issue was not resolved. Additional information received reported that impedances was high and >1 ,000. It was noted that the electrodes with the issue were 4, 5, 6, and 7. A revision was to be scheduled. Symptoms included less than 50% therapy relief at the right side implant. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 399930, lot# j0527334v, implanted: (B)(6) 2005. Product type: lead: product ID 748951, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 74002, lot# n394309, implanted: (B)(6) 2013. Product type: adapter: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was later reported that the lead revision was scheduled on (B)(6) 2013.

Event description:
It was further reported that an xray showed no abnormalities. The lead revision occurred on (B)(6) 2013. The patient was healing well post operatively and stimulation was effective as of (B)(6) 2013.